Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as "the distal brown route broke at the moment of opening the clamp for exam collection.". No patient harm was reported. The patient's condition is fine. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4). Further clarification recevied from the customer indicates the luer hub separated during use on a patient. It was also reported that the catheter was replaced. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as "the distal brown route broke at the moment of opening the clamp for exam collection.". No patient harm was reported. The patient's condition is fine.